Event description:
The customer reported an issue with volume control, however, per communications from the fse, the customer had no audio as well. The device was in use monitoring patients. No adverse event was reported.